Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient stated that they discovered the fluid leak at the end of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler. Additional information was solicited.

Manufacturer narrative:
The reported symptom (fluid leaking) was not confirmed. The reported symptom hb make sure hb is on ht tray and unclamped was confirmed. Encountered heater bag not detected. At set-up phase ¿heater bag not detected¿ occurred. The ¿ok¿ button was selected the alarm reoccurred three consecutive times before the treatment was canceled. No fluid leaks in the test cassette during the test treatment. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. There was visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. There was visual evidence of fluid within pneumatic filter hp1. Since the heater bag not detected relates to hb make sure hb is on ht tray and unclamped; therefore the reported symptom hb make sure hb is on ht tray and unclamped was confirmed. The cause of the observed dried fluid and fluid could not be determined. A visual inspection of the returned cycler exterior showed no sign of physical damage. Passed mushroom head check. Test positive for glucose. The voltage check passed. The hp1 filter will be replaced in production. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event.

Event description:
"."